Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patients posterior leaflet prolapse and the procedural circumstances of difficulty visualizing the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The slip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted on the mitral valve. The second clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 2+. After deployment, it appeared that the second clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Echo imaging was poor so it was difficult to verify. No further clips were attempted. Two clips were implanted, reducing the mr to 1-2. The patient is stable. No additional information was provided.